Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect; cause was not known. Blood glucose was 315 mg/dl. Tandem technical support reviewed pump data and found that the incorrect time may have been due to not changing it during daylight savings. Although multiple attempts were made to contact the customer to confirm the data findings, the customer did not reply.